Event description:
According to the reporter, one month after implantation, the catheter was used for dialysis, and it was observed that the blue (venous) luer adapter connecting joint of the catheter had a crack (split tip). It was stated that only the blue luer adapter had a crack. There was no leak. There was nothing unusual observe on the device prior to use. Flushing was done prior to use, and there were no anomalies. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The insertion site was not treated prior to product placement. The cleaning agent used on the device was iodine. The cleaning agent typically utilized to clean the adapters was povidone iodine. The cleaning agent was allowed to dry thoroughly prior to applying ointment(s) to the area. Tego was utilized. Hemodialysis tubing was utilized with the device. There was no instrument used to loosen or tighten the device. The luer adapters were loosened and tightened manually. There was no excessive force used on the device. The catheter was not repaired and no remedial action was done to resolve the issue. It was stated that the broken luer adapter was not removed and not replaced. The procedure was continued and completed after the remedial action was done. There was no blood loss, and blood transfusion was not required due to the event. There was no medical intervention/treatment done to the patient as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, one month after implantation, the catheter was used for dialysis and it was observed that the blue (venous) luer adapter connecting joint of the catheter had a crack (split tip). There was no leak. The insertion site was not treated prior to product placement. The cleaning agent used on the device was iodine. Tego was utilized. There was no instrument used to loosen or tighten the device. The catheter was repaired. It was stated that the broken luer adapter was removed. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there was a crack on the venous luer adapter. There appeared to be no other abnormalities with the device. It was reported that the luer adapter was leaking. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that one catheter, with a crack on the threads of its arterial luer adapter. It was reported that the luer adapter was leaking. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, one month after implantation, the catheter was used for dialysis, and it was observed that the blue (venous) luer adapter connecting joint of the catheter had a crack (split tip). It was stated that only the blue luer adapter had a crack. There was no leak. There was nothing unusual observe on the device prior to use. Flushing was done prior to use, and there were no anomalies. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The insertion site was not treated prior to product placement. The cleaning agent used on the device was iodine. The cleaning agent typically utilized to clean the adapters was povidone iodine. The cleaning agent was allowed to dry thoroughly prior to applying ointment(s) to the area. Tego was utilized. Hemodialysis tubing was utilized with the device. There was no instrument used to loosen or tighten the device. The luer adapters were loosened and tightened manually. There was no excessive force used on the device. The catheter was repaired. It was stated that the broken luer adapter was not removed and not replaced. The procedure was continued and completed after the remedial action was done. There was no blood loss, and blood transfusion was not required due to the event. There was no medical intervention/treatment done to the patient as a result of the event. There was no reported patient injury.